Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were noted on the right ventricular lead under fluoroscopy. No intervention was performed because all electrical values were stable. There were no patient consequences.